Manufacturer narrative:
A patient was admitted to the hospital and diagnosed with an infection was reported to abbott. The patient's white blood count was high. The scs system was explanted to address the issue. The patient was also treated for the infection. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was admitted to the hospital and diagnosed with an infection. The patient's white blood count was high. In turn, the scs system was explanted to address the issue. Patient was also treated for the infection.